Event description:
The surgical site became infected in and around the plate. The hardware was removed and one (1) locking screw was found to be broken. The patient eventually has to have an amputation of the leg below the knee.